Manufacturer narrative:
The pump was received with blank display due to corroded battery cap contact. It passed the displacement test with test battery cap. No cosmetic damage on case noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 218 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.